Event description:
An olympus sales representative reported on behalf of the customer, the needle on the single use aspiration needle was observed to be too long and was detected beyond the sheath. This was observed during an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Related patient identifiers: the following medwatches are related: (B)(6) (model number na-201sx-4021 - single use aspiration needle, lot number 26v 17) and (B)(6) (model number na-201sx-4021 - single use aspiration needle, lot number 26v 17). The subject device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Olympus performed a visual inspection on the as is received condition of the device; a minor kink on the insertion portion near the boot as the needle was fully retracted was observed. The distal end of the insertion portion near the sheath was observed to have a slight deformation. The technician gently ran fingertips over the entire length of the insertion portion and found it was normal. The handle portion has no indications of damage as there were no cracks or damages present as the stylus was intact. The stopper was not returned with the device. Although the stopper was not present, the lever was pushed to unlock the needle adjuster and the needle slider was pushed in the distal direction until where the stopper should be. It was confirmed that the needle was able to extend smoothly verified the needle extended approximately 14 mm from the distal end of the sheath. As the needle was extended and measured, the technician confirmed that the distal portion of the needle was not bent or deformed. The technician pulled the needle slider proximally until it clicked, the needle adjuster was set to the penetration depth of about 10 mm, then the lever to lock the needle adjuster was pushed. The technician pushed the needle slider and verified the needle extended and the needle adjuster did not move indicating that the needle adjuster lever was working properly as it was able to lock and unlock with no issues. The needle slider as well as the needle adjuster lever was pulled proximally until it clicked and technician pushed the lever to lock the needle adjuster. The technician confirmed that the entire needle was retracted inside the sheath. The sheath adjuster knob was loosened by turning it counterclockwise, the connecting-slider was moved back and forth with no issues or restrictions. The knob and it was confirmed that the connecting-slider did not move indicating the sheath adjuster knob was functioning properly. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.